Event description:
An impella 5.5 pump supporting the patient admitted in with cardiogenic shock (cgs) and cardiomyopathy. The 5.5 pump was supporting when there was a purge leak observed from the pump that did not prompt explant or intervention. There additionally was vt that prompted the team to readjust position. The pump remained on for 13 days til care was withdrawn for the patient. The impella 5.5 will be coded for ventricular tachycardia, device repositioning and conservatively for death. The ventricular tachycardia is coded because it occurred during impella 5.5 support and required clinical intervention in the form of device repositioning.

Manufacturer narrative:
Event description details and complaint/patient coding was updated/corrected following further clinical review. Therefore, sections b5 event description has been updated and h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Note: investigation type, findings, conclusion, and component coding remain unchanged. The update is health effect - impact coding.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced ventricular tachycardia and had a purge leak. The pump was repositioned. Later, care was withdrawn and the patient expired.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
No product was returned for investigation. The cause of the purge leak was not determined since product was not returned and insufficient clinical details were provided. The cause of the ventricular tachycardia was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.